Event description:
It was reported that pump experienced malfunction alarm with code that did not appear to be related to any specific event. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump malfunction, chose not to resume insulin while starting software update, and was advised to continue using pump and to call back if problem recurred, which customer understood and accepted.